Event description:
It was reported that stent thrombosis occurred. The patient was enrolled in the regal clinical study and the index procedure was performed on (B)(6) 2019. The target lesion was the right distal superficial femoral artery (sfa) which was 90mm long, 100% stenosed, and had a proximal and distal reference vessel diameter of 6mm. Pre-dilatation was performed using one balloon. A 6x120mm eluvia study stent was selected for use and implanted. Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombosis was seen in the treated vessel at the end of the procedure. On (B)(6) 2019, stent thrombosis in the right sfa was detected. No intervention was performed and there were no further patient complications reported. Additional information reported that the patient was hospitalized and the attempt to install thrombolysis failed. Angiography without revascularization was performed. The event is re-assessed as serious and ongoing.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The patient was enrolled in the (B)(6) clinical study and the index procedure was performed on (B)(6) 2019. The target lesion was the right distal superficial femoral artery (sfa) which was 90mm long, 100% stenosed, and had a proximal and distal reference vessel diameter of 6mm. Pre-dilatation was performed using one balloon. A 6x120mm eluvia study stent was selected for use and implanted. Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombosis was seen in the treated vessel at the end of the procedure. On (B)(6) 2019, stent thrombosis in the right sfa was detected. No intervention was performed and there were no further patient complications reported.